Manufacturer narrative:
The initial MDR 2432235-2017-00606 was filed on (B)(6) 2017. Corrected information (B)(6) 2017): the initial MDR has incorrect manufacturing site address. Section has been updated with the correct manufacturing site address.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within ranges prior to testing on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and performed a total service visit and replaced the reagent probe. The cse recalibrated all points. The cse primed the system and calibrated the aspirate probe bubble detector. The cse ran qc, resulting acceptable. Post service follow up indicated the instrument is performing as expected. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) surface antigen antibodies (B)(6) result was obtained on a patient sample ran in duplicate on an advia centaur cp instrument. None of the replicates results were reported to the physician(s). The sample was repeated on the same advia centaur instrument, and two out of three results matched. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, (B)(6) result.